Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a thorax abdominal esophagus resection, while working on muscle tissue, the device jaws were applied to tissue and could not be re-opened. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. There was no patient injury.